Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who had a 375cc mentor memorygel breast implant experienced left sided capsular contracture accompanied by pain post procedure. Treatment with an unspecified medication was ineffective. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on june 28, 2024. The lot and serial numbers, previously unknown, were provided. The lot number is 9596823. The serial number is (B)(6). The capsular contracture is baker grade iii and there is associated malposition. A manufacturing record evaluation was performed for the finished device 9596823 number, and no non-conformances were identified. Manufacturer¿s reference number: (B)(4).